Event description:
It was reported that the device had logged multiple potentially critical error codes. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that a capacitor, designator c106, was burnt open causing a transistor, designator q18, to burn open as well. This failure prohibited the therapy pcb to charge and delivery therapy. The cause of the reported failure was a capacitor, designator c106, from the therapy pcb assembly.